Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burnt forceps base was due to a high-energy treatment tool (high frequency, etc.) Being used without ensuring a sufficient distance from the tip and the most probable cause for peeling adhesive on the objective lens is traced to component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps base and the adhesive on the objective lens was peeling. There was no patient involvement.